Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with hysterectomy. The patient underwent a partial mesh removal on (B)(6) 2009.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, cystocele, rectocele and uterine prolapse. It was reported that the patient underwent the concurrent procedures of a posterior colporrhaphy and site specific perineorrhaphy during mesh implantation.

Manufacturer narrative:
It was reported that the patient underwent revision of tvt mesh on (B)(6) 2009 by dr. (B)(6) md, due to erosion of mesh after tvt at the lancaster general hospital.

Event description:
Details: it was reported that the patient underwent revision of tvt mesh on (B)(6) 2009 by dr. (B)(6). Md, due to erosion of mesh after tvt at the lancaster general hospital.